Event description:
It was reported that the customer was hospitalized for high blood glucose levels (500 mg/dl). Customer had issues with the adhesive for his infusion set and noticed he forgot to remove the needle guard, which caused a kinked cannula. Customer was treated with saline, injections and nausea medication.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.